Event description:
It was reported to philips that the device fails the defibrillation testing. The authorized service provider (asp) evaluated the device and confirmed the defib testing failing. The derive needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device fails the defibrillation testing.